Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2019, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen (1,000 mcg/ml, 137 mcg/ml) via an implantable pump for an unknown indication for use. On (B)(6) 2019, the patient's pump was removed due to a possible infection in the pump pocket. There were no noted environmental, external, or patient factors that may have led or contributed to the event. The pump was replaced and the new pump was implanted on the patient's other side. The issue was resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
Device analysis was not performed as there was no device allegations and event was a medical issue. If information is provided in the future, a supplemental report will be issued.